Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-15146). Correction: lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device reached eri and eol prematurely. The device was explanted.